Event description:
The subject device was returned for analysis and the device investigation revealed that the stent deployed prematurely during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent device was returned along within the microcatheter. The stent delivery wire (sdw) was noted to be kinked/bent. The stent was found to be deployed in the catheter shaft and was damaged during retrieval. The was a dried blood noted in the hub. The microcatheter was intact. The stent introducer sheath was not returned. Functional inspection could not be performed as the stent was deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event 'package damaged' was undeterminable. The second as reported event 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was returned for analysis deployed inside the proximal section of a returned microcatheter. The analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received from the customer indicates that the device was not prepared for use as per the directions for use. There was damage noted to the packaging prior to opening the packaging, however, the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'when attempting to deliver the stent through the microcatheter, it was observed that the stent became stuck at the proximal segment of the microcatheter, preventing both advancement and retraction. Despite multiple attempts at adjustment by the physician, the issue could not be resolved. Therefore, the physician withdrew the entire system including the stent and the microcatheter from the patient'. There was a product condition update provided which states that 'the stent will be returned with condition of deployed but it was not deployed prematurely during the procedure inside patient's body. It was deployed after the procedure by operator on purpose'. The stent was returned for analysis prematurely deployed inside the proximal section of a microcatheter. This is not aligned with the product condition update provided by the user. It was necessary to cut open the microcatheter shaft in order to retrieve the stent. There was a lot of dried blood present inside the lumen of the microcatheter and in the hub suggesting that insufficient flushing might have been a contributing factor in the case of this complaint device. Once recovered, the stent was noted to be deformed. The sdw was returned and was kinked/bent towards the distal end of the wire. The introducer sheath was not returned for analysis. The event description notes big resistance during advancement of the stent when it was initially being advanced in the proximal section of the microcatheter lumen. Given the event description and the condition (and location) of the returned stent components, it is possible that the introducer sheath was initially set up correctly as reported in the follow-up responses but subsequently moved either proximally or distally prior to stent advancement out of the sheath (it is not possible to decide which direction the movement was in as the sheath was not returned for analysis). If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user will then experience increased resistance while attempting to advance the stent through the microcatheter, resulting in damage to the stent and sdw. Upon realizing this through increased resistance, the user would then attempt to withdraw the stent. During this action the distal bumper of the sdw slipped through the stent leaving the stent deployed prematurely inside the microcatheter. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the 'as reported' event 'stent difficult/unable to advance or pullback through catheter' and 'as analyzed' events: ¿sdw kinked/bent¿ and ¿stent deployed prematurely during use¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during stent transfer. The second as reported event 'package damaged' was assigned undeterminable.